Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.

Event description:
Boston scientific received information that this device noted noise and oversensing on the ventricular channel. It was reported that the patient had an underlying rhythm of 40 bpm. No adverse patient effects were reported.